Manufacturer narrative:
G4: 11mar2020 b4: (B)(6)2020. Further information received. There was patient involvement, but no one was harmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25feb2020.

Event description:
The customer reported battery failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested. The manufacturer¿s field service engineer (fse) remotely confirmed the issue. The customer replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed